Event description:
It was reported that the patient initially had a vitrectomy. The lens (18.0 d) would not stay in the capsular bag. The doctor made a bigger incision. He removed the first lens. The doctor did another vitrectomy. The second lens (18.5 d) did not stay in the capsular bag. The second lens was removed and the patient went home aphakic. The patient is healing. Reference MDR #2648035-2012-00058 for the second lens.

Manufacturer narrative:
The lens was received for inspection and found to have the lens cut in half with one distorted haptic. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.